Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had blood and swelling of the skin at the site of the insertion site. Pain during insertion was reported as well. Cracks to the serter was also reported. Customer's blood glucose level at the time 400 mg/dl. No significant event leading up to the incident was mentioned.